Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was attempted but not implanted as it exhibited high out of range thresholds during implant attempt. Lead was then replaced. No adverse patient effects were reported.